Event description:
It was reported that patient faced issues with infusion set applicator did not detach, pulled infusion set off when attempting to remove applicator led to high blood glucose and treated with correction bolus via pump event on 09 mar 2026. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.